Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 300 mg/dl. Customer experienced vomiting and frequent urination. Customer was treated with intravenous and gave him something to flush his kidneys. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also with manual injection however not using auto mode feature on insulin pump. The insulin pump will not be returned for analysis.